Event description:
Biomed called to request the p/n for the alarm display board. Complaint: alarm silence button sticks so that the silence button stays activated. The alarm does work during start up. I provided p/n 24-766507. He'll let his purchasing agent know.

Manufacturer narrative:
H3: the third party service company service tech evaluated the unit and in conjunction with the viasys tech support specialist determined that the most likely root cause of the reported event was a faulty alarm display board. The service tech ordered a replacement alarm display board and once it was installed the problem was still present. The service tech contacted the viasys tech support specialist again and together they determined that since the alarm display board did not fix the problem then a faulty alarm board must be the root cause. Third party service company was initially shipped a replacement alarm displays board p/n 766507. This part did not fix the problem with the unit thus they were subsequently shipped a replacement alarm board p/n 768588. This file will be closed at this time and may be reopened upon the receipt of additional information. Addtionally, this file will be trended as a part of our monthly trending.